Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for the tube pushing off the needle with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for the tube pushing off the needle with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst blood collection tubes pushed off non patient needle. No serious injury or medical intervention.